Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 5 cm from the distal tip. The damage found likely resulted in the reported under sensing.

Event description:
It was reported that the right ventricular lead exhibited under sensing. The lead was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).